Event description:
It was reported that a male, pt, was in the cath lab having an intra-aortic balloon (iab) inserted via the femoral artery. The iab was being inserted sheathless. During the insertion, the iab could not be advanced into the artery and became stuck. It was noticed that the iab started to unwrap. The iab was removed and replaced. There was a delay in therapy with unsuccessful attempts. Reference MDR #1219856-2010-00877 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.